Manufacturer narrative:
The catheter was occluded as received. Final device analysis revealed the catheter had a hole 16.1 cm from the proximal end, consistent with user related. The drug found in the pt's pump was morphine sulfate.

Event description:
The medical examiner returned the pt's drug delivery system to the manufacturer. The device system was removed two days after death, at autopsy. The cause of death was determined to be a "healed myocardial infarction and occlusive coronary artery disease." The manner of the pt's death was reported as "natural."